Manufacturer narrative:
The catheter was not returned and applied was unsuccessful in gathering additional information from the hospital. Therefore, our analysis is based strictly on the mhra report. It describes the device as a "catheter for dilatation" and also states that the catheter balloon remains in the patient's vasculature with "no harm" to the patient. Applied's product information data sheet specifies that the a4f03 embolectomy catheter is indicated for use as a means of removing emboli from the peripheral vasculature. Further, these catheters are contraindicated for vessel dilation, endarterectomy procedures, graft cleaning or use in the venous system. These procedures require different, more robust, catheter designs which applied also manufactures. Given the paucity of information regarding this specific incident, applied can not reach a conclusion relative to the performance of the product. Applied would welcome additional information, particularly regarding how the balloon left in the patient's peripheral vasculature caused no negative effect.

Event description:
"Balloon detached from catheter while withdrawing catheter. Detached balloon remains in situ, no harm to patient." "Location of catheter shaft has not be reported to mhra manufacturer contact - no".